Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 21mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis and was exchanged for a 21mm magna ease valve. Additional information has been requested.

Event description:
On (B)(6) 2016, a 21mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis, severe aortic stenosis and moderate aortic regurgitation. The device was exchanged for a 21mm magna ease valve and the patient is reported to be stable. The physician observed vegetation on the ventricular aspect of the explanted valve.

Manufacturer narrative:
The valve was explanted due to endocarditis. The investigation found that there was fibrous pannus ingrowth on the outflow surface of leaflets 1 and 2. All three leaflets contained fibrous pannus ingrowth on the inflow surface. Thrombus was present on the inflow surface of all three leaflets which immobilized the leaflets. There calcifications on leaflets 1 and 3. All three cusps were fibrotically thickened. No acute inflammation was present. Gram stains were negative for organisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus, calcifications, and thrombus could not be conclusively determined.